Manufacturer narrative:
The field service engineer (fse) found the tubing was disconnected at the retic stain pump and there was a clog in the vacuum line at the cbc waste chamber. This was not allowing the rbc bath to drain, making the startup fail. The fse connected the tubing at the retic stain pump (pm5) to repair the leak and flushed the clog to make startup pass. He ran latron and qc with no flags. The failure mode identified (tubing was disconnected pm5) will likely cause un-flagged, flagged or non-numeric retic results. (B)(4).

Event description:
The customer reported 10 mls of retic stain coming from the reagent reservoirs area of the lh750 instrument (not contained within the instrument). There was no biohazard exposure to open wounds or mucous membranes and no erroneous results were generated in connection to the reported event.